Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the reported valve thrombosis cannot be confirmed; however, it may be related to the patient¿s autoimmune disease (fibromyalgia) and the mechanisms described above. Valve thrombosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. There is no allegation of an edwards device malfunction associated with this event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through (B)(6) clinical trial, approximately 3 years and 10 months post implantation of a 23 mm sapien 3 valve the patient was admitted for heparin drip anticoagulation and further evaluation. The patient had noted increased fatigue over the past few months. The primary investigator suspected prosthetic valve thrombosis due to increased mean gradient of 27 mmhg noted on echo (tte). Review of serial echo reports (medidata) revealed a peak gradient of 34.86 mmhg and a mean gradient of 18.58 mmhg with an valve area of 1.75 cm2 and trace paravalvular leak (pvl) at 30 day, a peak gradient of 21.96 mmhg and a mean gradient 11.44 mmhg with an valve area of 1.47 cm2 and trace pvl at 1 year, a peak gradient of 25.39 mmhg and mean gradient of 13.18 mmhg with a valve area of 1.59 cnm and trace pvl at 2 year, and a peak gradient of 28.32 mmhg and a mean gradient of 15.79 mmhg with a valve area of 1.47 cm2 and trace central regurgitation at 3 year. Upon review of medical records (hospitalization discharge), a routine echo (tte) revealed a mean gradient of 27 mmhg and compared to previous echo 1 year ago (17 mmhg) the gradients had increased. The patient was started on IV heparin for anticoagulation therapy. The patient continued to be relatively asymptomatic with no change compared to her admission symptoms. Unfortunately due to her poor kidney function a coronary computed tomography angiography (ccta) could not be performed to confirm the presence of thrombus on the valve. A repeat echo (tte) revealed that her gradients were unchanged after a week of being fully anti-coagulated. The patient was discharged home and a repeat echo (tte) will be performed at a later date.